Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button error alarms noted. All buttons functioned properly. No damage to keypad traces noted. No unlocked connector connected on lcd board.

Event description:
It was reported that the customer received a button error alarm. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.